Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The manufacturer received information alleging visualization of black particles on the seal of the humidifier and the patient reports that sometimes she gets them in the water chamber (inside silicone rubber gasket). No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The manufacturer received information alleging visualization of black particles on the seal of the humidifier and the patient reports that sometimes she gets them in the water chamber (inside silicone rubber gasket). No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. Secondary findings were present. There was no error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.